Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. On the same day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi was related to the target vessel. The investigator indicated that the event was possibly related to the study device. (Ref MFR # 9612164-2011-01267).

Event description:
On the same day as index procedure the patient suffered a cardiac arrest. The patient was treated with invasive intervention and medication. The patient recovered without sequelae. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: ( myocardial infarction).